Manufacturer narrative:
(B)(4). A 510(k) number will not be provided, as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or is similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an upstream occlusion set alarm on channel b, which interrupted delivery. This alarm may have been a false alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent.